Manufacturer narrative:
Date of event was reported as follows: "a week and half, 2 weeks the most ago". If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that after replacement of the patient¿s implantable neurostimulator (ins), it worked just fine and they were sleeping through the night. About a week and a half ago (2 weeks at the most), the patient had a fall where the fell on their right side pretty hard. Ever since then, the patient noticed they could not feel the stimulation at all. They had tried turning it up twice but it did not make a difference, was not working as far as controlling their symptoms, and they could not feel it like they did after the replacement surgery. The patient contacted their healthcare professional¿s (hcp) office and, when they asked if it was possible that they ¿jarred¿ the lead loose, the hcp stated it was a possibility. The patient confirmed that they were not getting 50% or greater symptom relief and, again stated, they did not know if they ¿jarred¿ something loose. The patient was redirected to their hcp to have their device checked. There were no further complications reported or anticipated.